Event description:
During advancement of the wiktor stent delivery system into the introducer the stent was damaged. The physician elected to proceed with the device however it failed to cross the lesion. As the system was withdrawn the stent came off of the balloon and had to be retrieved with a snare. No pt complications were reported.